Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose of 34 mg/dl. They treated with soda and his blood glucose began to climb. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.